Event description:
It was reported that after the tube was inserted and cuff was inflation was achieved the cuff had failed. The operation and anesthesia were then completed satisfactorily with the assistance of a well-placed throat pack. There was no harm to the patient and the technique used (including throat pack) was identical to normal other than having to repeat the intubation. No patient adverse effects were reported.

Manufacturer narrative:
Summary of investigation: actual device was available for investigation. Three photographs were received for evaluation. Results: from photographs received it was observed tears in the cuff. Three (3) samples were returned for evaluation p/n 100/133/060 l/n 3639077; the samples were received in used conditions without their original packaging. The returned samples were visually inspected at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. The cuff of one of the returned samples was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from tears in the cuff. Customer reported: ?failed on use. Holes / tear along the side of the cuff?. Each device shall be inflation tested prior use as per IFU 10016028-001 rev 100 instructions for use - polar preformed tracheal tubes. Page 4: "the integrity of the cuff and inflation system should be checked prior to insertion." It is most probable that the cuff tear occurs during intubation procedure due to contact with sharp edge which is in conflict with IFU 10016028-001 rev 100 page 3: "guard against cuff damage by avoiding contact with sharp edges." A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.